Event description:
It was reported that the insulin pump keeps scrolling the amounts higher than the customer's inputted amount. Customer experienced a low blood glucose. The blood glucose reading is 122 mg/dl. Customer has requested a replacement. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.